Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided). Customer changed the infusion set and elevated bg was resolved. Customer did not provide additional information and declined tandem technical support¿s offer to perform a pump system check.